Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient was at the emt and brought to the hospital for hyperglycemia with low bias inaccuracy. The receiver showed cgm low while the bg was 270 mg/dl. Treatment and management hyperglycemia was not documented. This complaint says patient refused to provide details on the intervention. He was noted to be fine during the call 35 days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.